Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 70771 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® edta 2k edta-367846-fm in tube.

Manufacturer narrative:
Medical device type corrected to jka. PMA / 510(k)# corrected to k981013.